Event description:
On (B)(6) 2009, the patient reported that she continues to experience air bubbles in her insulin cartridges. She stated that she notices small bubbles in the cartridge during filling and a few days later the small bubbles form one large bubble. She is usually able to prime the large air bubbles from the system after the insulin cartridge is filled. She stated that she notices the air bubbles when there is 70 units of insulin or less remaining in the cartridge. She stated that she does allow insulin to reach room temperature prior to use and she correctly performs the change cartridge procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.